Event description:
It was reported that during a balloon dilation procedure, the balloon leaked. The target area was located in the distal esophagus. When the cre balloon was inflated, the balloon leaked. The balloon was not inflated over the rated burst pressure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.